Manufacturer narrative:
A ge service rep performed an on site investigation. The right side monitor touch control assembly was evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
It was reported that the system had intermittent fast activated errors and was shutting down. There is no report of injury or death associated with the event described in this complaint.